Manufacturer narrative:
Unit was successfully downloaded using thump software. Unit passed displacement test and self test. No pump error noted during testing. The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. Pump error 53 (line = 0 and file number = 6) was triggered on 19-sep-2024 at 04:10:30.000. Per engineering troubleshooting guide, it was determined that pump error 53 was triggered due to exception on main mcu suspecting hardware issue (bum). Proceeded by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection no moisture damage and all connectors were plugged in properly during visual inspection. The following were noted during visual inspection: cracked case, scratched case, battery tube threads - cracked, cracked case (battery tube) and label damage (stained and faded). In conclusion, customer concern for pump error 53 was confirmed in the history file on 19-sep-2024 due to hardware issue. Problem isolated electronic assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 53. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed for the event.customer reported receiving a pump error. Customer was able to clear the error and successfully complete fill cannula delivery test. Error table indicated that pump requires replacement no harm requiring medical intervention was reported. Mmt-1885 was requested and customer response was the device will be returned.